Manufacturer narrative:
Product event summary: the data files and afapro28 balloon catheter with lot 46110 were returned and analyzed. The data files showed at least 18 applications were performed without any issue on the date of the event. System notice 50012 was triggered at the beginning of the ablation phase on the first application most likely due to residual moisture within cryoablation system. Eventually the moisture was cleared, and the subsequent applications were performed without any recorded anomalies. The console performed as expected. Visual inspection of the balloon catheter showed the device was intact with no apparent issues. Smart chip verification indicated the catheter was used for 18 injections. The balloon catheter passed the performance test and electrical integrity as per specification, and impedance was also within specification. Inflations were sustained for more than two minutes. In conclusion, the clinical issue (hypotension and pericardial effusion) occurred during procedure. There is no indication of relation of adverse events to the performance of the product. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the patient experienced hypotension and was not responsive. An effusion was found. The patient underwent a pericariocentesis and 500cc of fluid was drained. The patient remained intubated but was in a stable condition. The case was aborted while the patient was under general anesthesia. Additional hospitalization was required. No further patient complications have been reported as a result of this event.